Event description:
It was reported that pump generated cartridge alarm 20 and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged a replacement pump.